Event description:
It was reported that son of patient has reported that since pacemaker implant patient has "received every complication since pacemaker implant to include pneumonia, water on the lungs, and shortness of breath". Son is fearful that patient is being treated "physiologically and feels should be correlation between pacemaker implant and current condition". The device remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.